Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor does not communicate with belt) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code 204(belt/monitor unusable). The monitor's electrode belt receptacle was pulled from the j1001 on the ca board causing the j1001 pins to be bent. The root cause for the damaged receptacle was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor does not communicate with belt.